Event description:
During a right shoulder arthroscopy procedure, the pump was not responding to true pressure and kept pumping water, shoulder swelled up and had to turn pump off and switched to a competitive product. Sales rep stated the customer switched to gravity before surgeon decided to use another pump resulting in a 10-minute delay.

Manufacturer narrative:
Transducer p2 failed system test.